Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer was unable to clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer had to discontinue pump used and is following the medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.